Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: 3708220, serial# (B)(4), product type: extension. Analysis of retuned extension model 3708220, serial # (B)(4), showed no anomalies. Analysis of retuned extension model 3708220, serial # (B)(4), showed no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a 3 lead implant with 2 bifurcated extensions, after everything was hooked up, all impedances were testing showed values of >10000 ohms with the neurostimulator. Impedance testing was done directly on the lead with a multi-lead trialing cable (mltc) and the leads were okay. Both extensions were still >10,000 ohms. Both extensions were replaced and everything was reported as fine. Additional information received on june 23, 2014 reported there was no patient injury. The patient recovered without sequelae. If additional information is received a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.